Event description:
It was reported that pericardial effusion (pe), perforation, hematoma and cardiac tamponade occurred. During watchman left atrial appendage (laa) closure procedure, a versacross connect was selected for use. The transseptal puncture (tsp) was performed and the watchman closure device was implanted. A pericardial effusion was noted by the echo physician. A pericardiocentesis was performed however the bleeding did not stop. The patient was transferred to surgery where a small perforation was identified in the descending aorta and was repaired. The physician suspected that the perforation may have occurred during tsp. The patient was admitted to the surgical intensive care unit. The device is not expected to be returned for analysis. It was further confirmed the pe was first noticed by transesophageal echocardiogram (tee) physician during the device deployment. There was no difficulty noted with patient anatomy, or required multiple attempts to track up / drop down into position on septum. There was no imaging/visualization issues. Per physician there was no issues noted with the tsp or any of the versacross devices.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.